Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Also, the endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboat exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. Furthermore, the endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in both eyes. Also, the endoscope was tested and placed on a diagnostic tester or equivalent but failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to expected ran not being met. Also, it was found with local button controls not working properly. The endoscope failed the button functionality test due to all. Visual inspection confirmed hairline cracks on the button pack assembly. The endoscope was tested and placed on an in-house system for cable testing and failed due to defect. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed on endoscope cable. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, the 30-degree endoscope plus instrument's horizon was unbalanced. There was no report of patient involvement.